Event description:
Procedure: percutaneous cryoablation of lung tumor. During the insertion of the probe and before therapy was delivered, the physician noted blood pooling in lung. At that time, treatment was discontinued. The bleeding was attributed to the puncture of a vessel during the probe insertion procedure.